Event description:
Customer called to report that the insulin pump alarmed no delivery during the bolus and basal procedures. Customer's blood glucose reading was 337 mg/dl. Troubleshooting was done. Customer reported that insulin did exit the pump with the manual prime. Advised the pump is working as designed. Product will not be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.